Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced hospitalized low readings and high readings. The customer was treated for breast cancer and a new nerve medication caused her to go low. Yesterday, the customer had blood glucose of 460 mg/dl because her infusion set came off. The customer treated with 10 units of insulin. The customer's blood glucose dropped to 40 mg/dl. The customer treated with orange juice, baked potato and shrimp. The product was not returned for analysis.